Event description:
Dr reported a pt who is experiencing pain in her back, stomach, esophagus, and limbs after being injected with radiesse. Her tongue is numb and she has a strange taste in her mouth. These symptoms manifested the day after she was injected with radiesse in her naso labial folds and the corners of her mouth.